Event description:
It was reported that during an unk procedure the device gave an error 5. Another instrument was used but the same error occurred. The hand piece was changed to complete the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and was found to be functional. However, it not longer meets design specs for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 5 to occur.